Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date, a patient underwent olif and pps surgery at l1-5 levels for spinal instability. Post op, cages at l3-5 levels were back-out. The product came in contact with the patient. No patient complications were reported. Doctor commented that it was a technical error which is inadequate dissection of intervertebral disk.

Manufacturer narrative:
(B)(4).

Event description:
Revision was conducted on event date (B)(6) 2015 the back-out cage was replaced after resecting intervertebral disc.some part of the inserted cage was confirmed to be broken. It's unknown whether fragment is left in the patient or not.